Manufacturer narrative:
According to the customer, the wheelchair is unstable due to the "wheel cover coming off, making the left side unable to lock". The customer reported he has had 3 falls while transferring to and from the wheelchair due to the instability. The customer reported he suffered a "left ring finger" injury due to a fall and they attempted to treat it at home. The customer reported the skin on the finger was intact however, the finger eventually "turned black" and "the nail fell off" requiring them to go to the emergency room. The customer reported an MRI was performed on the finger, and an "infection" was noted. The customer reported they were admitted to the hospital for "antibiotic" administration for "one week". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the wheelchair is unstable due to the "wheel cover coming off, making the left side unable to lock".

Manufacturer narrative:
Update to d9: device returned. Update to h3: device evaluated. Update to h6: type of investigation.